Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 400 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed no delivery alarm and button error alarm and no motor position encoder error alarm. Customer was advised to monitor insulin pump and to call when in receipt of tubing clamp.